Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 28,453 joules. Additional information reported by the customer was the beam was tested prior to being used inside of the patient. The beam was visible. During the procedure, the customer observed that the aim beam forward fired first. The patient did not experience any harm as a result of the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any harm from use of the system during the procedure. The current status of the patient is unknown.